Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube has been found experiencing inability to pierce through the stopper after use. The following has been provided by the initial reporter: the tube didn't draw blood. The stopper can be deformed.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for deformed with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and deformed was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube has been found experiencing inability to pierce through the stopper after use. The following has been provided by the initial reporter: the tube didn't draw blood. The stopper can be deformed.